Event description:
It was reported the customer received a sensor error alert on their insulin pump. Customer also reported experiencing a high blood glucose of 454 mg/dl. The customer treated their blood glucose with the insulin pump. It was also found the customer had blood at their site. Customer also stated their sensor was bent and did not fully insert into their skin. The customer declined to troubleshoot for their high blood glucose. Customer's blood glucose declined to 330 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.